Event description:
It was reported that during a routine check of the quick coupling device, it was observed that the device would not hold the drill bit device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the function gauge could not be attached. It was further observed that the device was running untrue and would not hold the wires properly. The assignable root cause was determined to be due to normal wear on mechanical components from repeated use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.